Event description:
During shift check, the autopulse platform (sn (B)(6)) continuously displayed user advisory (ua) 18 (max take-up revolution exceeded). Zoll technical support representative advised the customer that ua18 is observed when there is no patient/manikin (weight) on the platform. The customer indicated that the ua18 advisory message was observed with a manikin on the platform. During troubleshooting to clear the ua18 error, the customer replaced the lifeband and repositioned the manikin. However, the issue persisted, and the autopulse did not tighten (retract) the lifeband regardless of the manikin size. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was updated with the platform's serial number. D4 (suspect medical device, serial #) was updated based on the received additional information.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn unknown) continuously displayed user advisory (ua) 18 (max take-up revolution exceeded). Zoll technical support representative advised the customer that ua18 is observed when there is no patient/manikin (weight) on the platform. The customer indicated that the ua18 advisory message was observed with a manikin on the platform. During troubleshooting to clear the ua18 error, the customer replaced the lifeband and repositioned the manikin. However, the issue persisted, and the autopulse did not tighten (retract) the lifeband regardless of the manikin size. No patient involvement.